Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device was not working because there was a leak in the cuff. The patient experienced recurring incontinence. All components were removed and replaced. The patient had a good outcome following the procedure.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was found in the cuff shell proximal to the cuff backing. The cuff pinhole damage is consistent with wear at a corner of the fold. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device was not working because there was a leak in the cuff. The patient experienced recurring incontinence. All components were removed and replaced. The patient had a good outcome following the procedure.